Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm error alarm during basic occlusion test due to a loose/protruded drive support disk. The pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, and a minor scratched lcd window.

Event description:
The customer's father reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 198 mg/dl at the time of the insulin pump. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap was occluded. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. It was explained that during seating, the force sensor did not detect the reservoir.